Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that a (B)(6)-year-old female patient experienced high blood glucose level of 600 mg/dl. Her stepmother reported that she had 40 units on board (correction bolus via pump) but still her blood glucose level did not come down. Subsequently, on (B)(6) 2021, she was admitted to the hospital with blood glucose level of 580 mg/dl and had high ketones, but her health care professional did not assess them as dangerous/ life threatening. The infusion set had been used for less than one day. It was confirmed that the infusion set was not inserted properly into the body as the cannula appeared bent because of which insulin was not being delivered. On (B)(6) 2021, she was released from the hospital and her health care professional had instructed her to rely on multiple daily injections until (B)(6) 2021. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.